Event description:
During baxter's functionality testing of a spectrum pump, it failed to auto-restart after a downstream occlusion alarm. There was no pt involvement.

Manufacturer narrative:
MFR ref no.:(B)(4). Baxter rec'd and eval the device. The device was found out of spec in relation to the reported failure to auto-restart after a downstream occlusion alarm. During the evaluation, the downstream sensor current reading was out of spec with a fluid filled set loaded. The elevated downstream reading caused the device to failed to auto-reset. The device was calibrated to ensure proper occlusion detection.